Manufacturer narrative:
The device, use in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned item that the femoral impactor bumper fractured into three pieces. All pieces were returned for evaluation. The device was manufactured in 2014. The device exhibits significant signs of use and wear. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka procedure the journey fem impact bumper lt broke while impacting. It is unknown if there was a delay. There was a s&n back up to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.